Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein their scs ipg and leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-01170,3006705815-2024-01169 it was reported that the patient was unable to enter MRI mode due to low impedances on both of their scs leads. Additionally, the patient is experiencing pain at the site of their ipg. It was noted that the patient lost weight, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.